Event description:
Device malfunction: none. Symptoms/ae: bradycardia and hypotension. Time of ae: after the procedure, during dialysis. It was reported that post a right internal carotid artery stenting procedure, during planned dialysis, the patient had an episode of coughing and sneezing followed by a nonsustained ventricular tachycardia lasting 8 beats. Additionally, the patient had profound bradycardia with pauses up to 3 seconds along with hypotension. Treatment included a decrease in coreg and lisinopril. Reportedly, the hypotension and bradycardia are likely dialysis related. The bradycardia and hypotension are listed as continuing unchanged. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Bradycardia and hypotension are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.